Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed visual inspection and found both sensors with cannula retracted inside sensor base and found no broken cannula during analysis on both sensors. Unable to confirm customer received sensor in said condition due to sensor returned opened/used. Missing 2 insertion needles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call when customer removed sensor it was missing electrodes. The customer' s blood glucose was 6.5mmol/l.